Event description:
It was reported that the pump battery could not be chargedthere was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and there was no additional information regarding corrective actions from technical support.